Event description:
Event verbatim [preferred term] skin burn with blisters [burns second degree], the skin has developed big blisters, that also rupture [blister rupture], , narrative: this is a spontaneous report from a contactable pharmacist and consumer received via regulatory authority bfarm, regulatory authority number 22592/20. A 76-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ck9824, via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced skin burn with blisters on (B)(6) 2020. After the application of the heatwrap the patient complained about burns. Those have the form of single heat combs. The skin has developed big blisters, that also rupture. She had used only one heatwrap. She didn't buy the wraps for the first time, an allergic reaction was excluded by the pharmacist. It was definitely a burning of the skin. She had shown the pharmacist the changes and it was definitely caused by the heatwrap. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (04jan2021): this is a follow-up report to notify that the case (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number 2020517237. New information includes additional reporter of consumer.

Manufacturer narrative:
Site sample status: not received. Summary of investigation: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective 24 feb 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 13 was below the upper control limit (ucl) of 33.9. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products, refer to attached trending chart lbh 8hr ae safety for investigation 29-dec-2017 to 29-dec-2020. There is no further action is required. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters". The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]: skin burn with blisters [burns second degree], the skin has developed big blisters, that also rupture [blister rupture], narrative: this is a spontaneous report from a contactable pharmacist received via regulatory authority bfarm, regulatory authority number (B)(4) and a contactable consumer. A 76-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ck9824, expiration date 31aug2022, via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced skin burn with blisters on (B)(6) 2020. After the application of the heatwrap the patient complained about burns. Those have the form of single heat combs. The skin has developed big blisters, that also rupture. She had used only one heatwrap. She didn't buy the wraps for the first time, an allergic reaction was excluded by the pharmacist. It was definitely a burning of the skin. She had shown the pharmacist the changes and it was definitely caused by the heatwrap. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. According to product quality complaint group: site sample status: not received. Summary of investigation: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective 24 feb 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 13 was below the upper control limit (ucl) of 33.9. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products, refer to attached trending chart lbh 8hr ae safety for investigation 29-dec-2017 to 29-dec-2020. There is no further action is required. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters". The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (04jan2021): this is a follow-up report to notify that the case (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). New information includes additional reporter of consumer. Follow-up (06jan2021): new information received from pfizer product quality group included investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] skin burn with blisters/partly open and weeping [burns second degree], the skin has developed big blisters, that also rupture [blister rupture], , narrative: this is a spontaneous report from a contactable pharmacist received via regulatory authority bfarm, regulatory authority number 22592/20 and a contactable consumer. A 76-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number ck9824, expiration date 31aug2022) from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history included ongoing diabetes and ongoing blood flow disturbance. Concomitant medications included ongoing metformin, and ongoing phenprocoumon (falithrom). The patient experienced skin burn with blisters on 23dec2020. After the application of the heatwrap the patient complained about burns. Those have the form of single heat combs. The skin has developed big blisters, that also rupture. She had used only one heatwrap. She didn't buy the wraps for the first time, an allergic reaction was excluded by the pharmacist. It was definitely a burning of the skin. She had shown the pharmacist the changes and it was definitely caused by the heatwrap.it was further reported that the burns were described as widespread. Description of burn: large burn blisters on the back, the form of the heatwrap was clearly visible, the complete contact size was visible, partly open and weeping. At the time of event occurrence the medical device has been used once for approximately 8 hours. Surgical intervention was not required and no long-term damage like scarring is expected.a causal relation between the occurred event and the used thermacare was suspected.action taken in response to the event for thermacare heatwrap was withdrawn permanently and events outcome was resolving. According to product quality complaint group: site sample status: not received. Summary of investigation: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective 24 feb 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 13 was below the upper control limit (ucl) of 33.9. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products. There is no further action is required. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters". The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (04jan2021): this is a follow-up report to notify that the case (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number 2020517237. New information includes additional reporter of consumer. Follow-up (06jan2021): new information received from pfizer product quality group included investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (13jan2021): new information received from a contactable pharmacist includes: medical history, concomitant medications, updated action taken,additional description of burn and updated event outcome. Follow-up (28jan2021): follow-up attempts completed. No further information expected. Follow-up (08feb2021): new information received from the same contactable pharmacist includes: onset date confirmed as 23dec2020. Follow-up attempts completed. No further information expected.

Manufacturer narrative:
Site sample status: not received. Summary of investigation: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective 24 feb 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 13 was below the upper control limit (ucl) of 33.9. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products, refer to attached trending chart lbh 8hr ae safety for investigation 29-dec-2017 to 29-dec-2020. There is no further action is required. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters". The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term]: skin burn with blisters/partly open and weeping [burns second degree], the skin has developed big blisters, that also rupture [blister rupture]. Narrative: this is a spontaneous report from a contactable pharmacist received via regulatory authority bfarm, regulatory authority number 22592/20 and a contactable consumer. A 76-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number ck9824, expiration date 31aug2022) from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history included ongoing diabetes and ongoing blood flow disturbance. Concomitant medications included ongoing metformin, and ongoing phenprocoumon (falithrom). The patient experienced skin burn with blisters on (B)(6) 2020. After the application of the heatwrap the patient complained about burns. Those have the form of single heat combs. The skin has developed big blisters, that also rupture. She had used only one heatwrap. She didn't buy the wraps for the first time, an allergic reaction was excluded by the pharmacist. It was definitely a burning of the skin. She had shown the pharmacist the changes and it was definitely caused by the heatwrap.it was further reported that the burns were described as widespread. Description of burn: large burn blisters on the back, the form of the heatwrap was clearly visible, the complete contact size was visible, partly open and weeping. Onset date reported as (B)(6) 2020 (pending clarification). At the time of event occurrence the medical device has been used once for approximately 8 hours. Surgical intervention was not required and no long-term damage like scarring is expected.a causal relation between the occurred event and the used thermacare was suspected.action taken in response to the event for thermacare heatwrap was withdrawn permanently and events outcome was resolving. According to product quality complaint group: site sample status: not received. Summary of investigation: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective (B)(6) 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 13 was below the upper control limit (ucl) of 33.9. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products. There is no further action is required. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters". The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (04jan2021): this is a follow-up report to notify that the case (B)(4) and (B)(4) are duplicates. All subsequent follow-up information will be reported under manufacturer report number (B)(4). New information includes additional reporter of consumer. Follow-up (06jan2021): new information received from pfizer product quality group included investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (13jan2021): new information received from a contactable pharmacist includes: medical history, concomitant medications, updated action taken,additional description of burn and updated event outcome. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample status: not received. Summary of investigation: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Final confirmation status: not confirmed. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. Per sop 105746, complaint trending guideline, effective (B)(6) 2020, the complaint was evaluated to identify a potential trend by calculating the complaints per million produced (cpmp) of the subclass and lot. The calculated cpmp result of 13 was below the upper control limit (ucl) of 33.9. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Exped trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products, refer to attached trending chart lbh 8hr ae safety for investigation (B)(6) 2017 to (B)(6) 2020. There is no further action is required. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blisters". The cause of the consumer stating the wrap caused burn blisters is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term], skin burn with blisters [burns second degree], the skin has developed big blisters, that also rupture [blister rupture]. Narrative: this is a spontaneous report from a contactable pharmacist received via regulatory authority bfarm, regulatory authority number 22592/20. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number ck9824, via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced skin burn with blisters on (B)(6) 2020. After the application of the heatwrap the patient complained about burns. Those have the form of single heat combs. The skin has developed big blisters, that also rupture. She had used only one heatwrap. She didn't buy the wraps for the first time, an allergic reaction was excluded by the pharmacist. It was definitely a burning of the skin. She had shown the pharmacist the changes and it was definitely caused by the heatwrap. The action taken in response to the event for thermacare heatwrap and event outcome was unknown. Additional information has been requested and will be provided as it becomes available.